Event description:
It was reported that there were telemetry issues and the clinician programmer was unable to communicate with the device. It was noted that the patient fell four years ago and a couple of months after the fall, the patient felt shocking when stimulation would cycle on, but then did not feel any stimulation thereafter. The patient left stimulation on since that time and never shut it off. Within the past year, the patient misplaced his patient programmer and had never had any reprogramming or follow-up for his loss of stimulation after the fall. Additional information received reported that an x-ray was performed for the lead and the results were inconclusive. The impedances could not be checked until implant, which revision was done yesterday and at that time electrodes 0-3 had impedances greater than 10,000 ohms. The lead was replaced along with new extensions and device. It was noted that the battery was no longer working due to normal battery depletion. Post-op the patient was receiving appropriate therapy. Additional information received reported that the during the process of the revision the problem was at the location of the lead. The lead was damaged and cut during explant, but the doctor felt he understood where the problem was. It was noted that the patient¿s original injury occurred when he fell while anchoring his boat. The patient hit several items on his boat and broke several ribs on the same side as the lead was tunneled. It was indicated that at the time, one side of the lead was not functioning.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension, product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Product ID: 3998, lot# lb1982, implanted: (B)(6) 2003, product type: lead. Product ID: 3998, lot# lb1982, implanted: (B)(6) 2003, product type: lead. (B)(4).